Event description:
The reporter did meter to hcp meter comparison tests, side by side, using the same finger stick. Reporter's meter reading was 91mg/dl, and reporter's doctor's meter (type unknown) was 138mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to lack of supplies. On follow-up, the reporter states cleaning the meter regularly; checks the confirmatiion dot when testing. Reporter's technique of applying blood was accurate. Reporter did a control solution test that was in range. No harm was alleged.